Manufacturer narrative:
Device evaluation details from (B)(4): the lens was ejected out from the injector body. One of the haptics was broken at the optic/haptic junction and was not returned from the customer. The slider and the rod could advance properly. Trace of lubricant was found on the lens and inside the injector tip. No abnormalities were found in production and inspection records of the product. Root cause was not determined, and it is believed this issue is not product related. (Serial no:(B)(4) - model: 251).

Event description:
Report stated that the lens had to be removed after implant, widening excision and another lens placed in eye. An anterior vitrectomy was performed due to the patient's capsule failure. The doctor initially inserted a hoya 251 lens and had to remove it because the patient's capsule failed. It was replaced with a 231 lens. Patient prognosis was reported as good.

Manufacturer narrative:
Regarding this report, device evaluation is pending. When investigation is completed, a follow-up report will be submitted to the FDA.

Event description:
Report stated that the lens had to be removed after implant, widening excision and another lens placed in eye. An anterior vitrectomy was performed due to the patient's capsule failure. The doctor initially inserted a hoya 251 lens and had to remove it because the patient's capsule failed. It was replaced with a 231 lens. Patient prognosis was reported as good.